Manufacturer narrative:
Initial.

Event description:
It was reported that a user on the second day of ilet pump use experienced high glucose reported at 401 mg/dl after a large carbohydrate-heavy meal that was announced as a regular dinner, with no infusion set leakage or noted scar tissue and the user interface implicated only in terms of meal announcement and learning period behavior. Symptoms included hyperglycemia with reported irritability. Outcomes included no health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically meal announcement and sizing with the user interface during the early learning period, while the pump dosed conservatively. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.